Event description:
It was reported that the right ventricular lead impedance had increased and was high which triggered a patient alert. It was also noted that the threshold had increased. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (B)(6) 2012; 5076 implantable pacing lead (B)(6) 2002. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the previously capped right ventricular (rv) lead has now been extracted. No patient complications have been reported as a result of this event.